Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports being unable to obtain a result on the coaguchek xs system due to an error on the device as a result of using expired test strips. Caller states she "hurt all over" and went to the emergency room (ER). Caller was advised her venous inr was >22 inr and that she was "bleeding into her joints." Caller's coumadin was discontinued and she was hospitalized. Caller does not recall how long she was hospitalized for or subsequent medical treatment received. Requested return of suspect device and replacement was sent.